Event description:
Information received notes battery and circuit board failure. The resulting higher impedance, combined with the fact that output had to be set at maximum due to the unstable pacing thresholds resulting from kidney failure and dialysis, caused the battery ro become depleted pre- maturely. In the emergency room, magnet applcation caused a slower rate. When removed, no output was noted and the patient's intrinsic rate was 30-40 bpm.